Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: vanguard xp femoral left with pegs, cat#: 195921, lot#: 439760. Vanguard xp-xp tibial tray interlok, cat#: 195754, lot#: 181410. Vanguard xp-xp left lateral bearing, cat#: 195816 lot#: 659560. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00077, 0001825034-2018-00078, 0001825034-2018-00080. Product location is unknown.

Event description:
It was reported that the patient was revised one year after initial surgery due to global laxity.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.